Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to include information that was available but was not submitted within follow up #1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Additionally, a tertiary issue regarding the test strips was noted; the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and exercise, and claimed on (B)(6) 2016 he took more food and drink in response to the alleged meter issue. Between (B)(6) 2016 the patient reported developing symptoms of feeling sweaty. The patient denied receiving any medical treatment due to the alleged meter issue. At the time of troubleshooting the csr noted that it was not the first time the product was being used. The csr confirmed that the alleged error message had appeared when testing with blood. The csr noted that the test strips associated with the complaint had expired. The csr walked the patient through a retest and the alleged meter issue was resolved when new, unexpired test strips were used. Replacement products were sent to the patient. The complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.